Event description:
The customer not specify the reason for the return of the product. There was no pt incident or injury reported. Eval of the returned product found the alarm powers on, but there's no alarm tone when the magnet is removed from the magnet plate.

Manufacturer narrative:
(B)(4) - customer did not specify the nature of the complaint. Eval results: eval of the returned product shows when tested the alarm powers on. However, there is no alarm tone when the magnet is removed from the magnet plate. The alarm did not sound when the pressure is removed from the sensor pad or when the pad is disconnected from the alarm. The alarm speaker did not sound properly. (B)(4).